Event description:
While unloading a bact/alert sn blood culture bottle from the incubator, the cap and rubber stopper came off of a bottle which was positive with a positive with a (B) (6). The sample splashed onto the user's laboratory coat and into the cells below and drip pan.

Manufacturer narrative:
An investigation of the event has been initiated. Additional information will be provided when it becomes available.